Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. (B)(4). The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device seized, jammed, and was heavy moving. It was further determined that the device failed pretest for general condition, check status of development, check reverse locking mechanism, check triggers for forward / reverse mode, check function of soft mode switch (safety system), and check the power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional information: the previous report stated the serial number as unknown. It has been updated to reflect the serial number (B)(4). UDI has been updated accordingly. The manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf synthes produktions gmbh. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly.